Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not able to set ipg to MRI mode due to high impedance and possible lead fracture. Surgical intervention was undertaken on (B)(6)2022 wherein the lead was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.